Event description:
It was reported that during a gastric bypass procedure, the staples did not close completely. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Damaged crimp.